Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient experienced occlusion alerts that led to high blood glucose levels, which she tried to treat with a bolus via the pump. The infusion set had been used for less than a day and she had changed his infusion set four times to resolve the issue. On (B)(6) 2021, the patient first went to the emergency room with blood glucose level of 758 mg/dl and stayed there for one and a half hour. Subsequently, she was hospitalized as she had high ketones, diabetic ketoacidosis, and acute kidney damage for which she was administered fluids of saline, insulin, and unspecified drug intravenously (drug name unknown) as corrective treatment which resolved the issue. However, the patient was still in the hospital at the time of this report and there was no permanent damage reported. No further information available.